Manufacturer narrative:
Other, returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be verified. The downstream occlusion sensor was found to be inoperable and the root cause of the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Corrected data: included information that the issue was discovered during testing of the device. There was no patient present at the time of the event.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited downstream occlusion alarm. No reported adverse effects.